Event description:
It was reported by a family member that the patient is deceased. Further reported that the patient's implantable cardioverter defibrillator (ICD) "did not fire," the pacemaker "didn't kick in as it should have" and the patient "developed heart failure." Additional information indicates the patient was admitted to the hospital two weeks prior for a right knee arthroplasty when during the post-operative course the patient experienced agitation requiring medication. A neurological consult was obtained for possible encephalopathy. The patient's neurologic baseline since admission was noted to have been "awake, moving in bed and speaking, but [the patient] makes no sense." A computed tomography (CT) scan of the head "showed no acute changes." The patient was also being treated for pneumonia and post-operative anemia requiring transfusion of two units of blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Per the physician's summary, the patient became unresponsive and "was in [an] unstable ventricular rhythm (appeared to be [supraventricular tachycardia] svt)." Synchronized cardioversion was delivered at one hundred joules cardioverting the patient to sinus rhythm with a blood pressure of 80/40 millimeters of mercury. The patient was transferred to the intensive care unit and later died. The cause of death was cardiopulmonary failure. The device was buried with the patient.